Event description:
PICC line was placed 03/2005. Patient wore mittens on their hands due to confusion and prior history of pulling out nasogastric tube. PICC was used as a midline due to tip location. The line was broken in about 2 weeks later and was removed with no harm to the patient.